Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for the call was the patient stated they lost a whole bunch of weight (patient mentioned they got a sleeve procedure), and the battery was protruding from the skin since probably (B)(6) of 2023, and they could not handle the pain anymore so they had the whole system removed on (B)(6) 2023. The agent was sending a request to repair team for a return kit.

Event description:
Additional information was received from the patient (pt) via a patient letter. Pt reports this issue was resolved. Pt reiterates the "unit was too painful as the battery was protruding due to losing over 100 lbs (and no longer having a layer of fat to cushion device)". Pt reports "zero plans to get another stim. Also unit didn't work after door knob slammed into my backside-no fat cushion to protect it from damage. Was non-working per doctor."

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.